Event description:
It was reported that during a total colectomy procedure, during second firing, staples didn't form properly; the rotation knob had backed off. Another like device with a different lot number was used and the rotation knob backed off by itself. There was no patient consequence. The procedure was completed with a third like device.